Event description:
The customer reported being hospitalized for high blood glucose values and diabetic ketoacidosis. The customer's blood glucose value was 474 mg/dl. During troubleshooting with the helpline 2 no delivery alarms were discovered in the insulin pump's history. The customer was unable to complete high blood glucose troubleshooting without a tubing clamp. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. During a later phone call with the helpline the customer completed troubleshooting with a tubing clamp, and it was advised that the insulin pump was functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.